Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned xience v noted blood in the guide wire lumen and contrast in the inflation lumen, which is consistent with guide wire advancement and preparation for use. This is inconsistent with the report that the kink was noted upon unpackaging and that the device was not used. The undamaged stent implant was stationary between the markers of the tightly folded balloon. There was no damage noted to the dispenser coil. The shaft was separated 91.3 cm proximal to the guide wire exit notch and the proximal portion, including the hub was not returned. The hypotube fracture face was oval shaped and the jacket material was stretched, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the sds material, such that subsequent application of force or further handling can cause a separation. The shaft was kinked and bent and the guide wire exit notch was torn. Factors that may contribute to shaft damage/separation include but are not limited to, handling during manufacturing, handling during preparation for use, and/or handling during the procedure. There were no associated nonconforming material records (ncmrs), indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents reported for shaft damage/separation. Follow-up information from the account regarding the additional damages to the device revealed that the device was in fact used in the patient. In this case, the torn guide wire exit notch likely occurred as a result of interactions with the guide wire used in the procedure. The shaft kink, bend, and separation likely occurred during the procedure and/or during handling for return shipment. There is no indication of a product quality deficiency. All stent delivery systems (sds) are 100% visually inspected for shaft damages during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft lumen integrity before release.

Event description:
It was reported that for a coronary interventional procedure, the 3.5 x 18 mm xience v rx stent delivery system shaft bent. Another xience v stent was used to finish the procedure successfully. The there were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided. The is being reported based on the returned device analysis which revealed a hypotube separation and a tear in the guide wire exit notch.